Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, the trocar leaked from the seal. There was torque with the instrument. A new trocar was used to complete. There was no patient impact. Both trocars were discarded.